Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic apical bleb resection, while being applied on the lung, the stapler was unable to fire but the surgeon was able to press the green button and squeeze the handle. The first cartridge used fired roughly half way and then it stopped. The surgeon removed the stapler. The staple line was also fine, the device just didn't fire all the way. The 2nd cartridge was loaded and it could not be cycled. Leading to an incomplete staple line. There was no patient injury.